Manufacturer narrative:
Technician found the brake casters worn and tires deteriorating. Technician replaced the brake/steer caster, brake casters and tires to resolve the issue.

Event description:
Technician alleged that the brakes are not holding. No injuries reported.